Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 24mmol/l, with vomiting, associated with an alleged inaccurate delivery issue. Reportedly, the patient resumed on the same pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump was calculating the bolus features correctly, and delivering the basal segments correctly. The infusion sets were being changed every 24 hours and they were not kinked or bent. The cartridge was changed with fresh insulin. The basal delivery in total daily dose matched the active basal program total. The basal history matched the active basal program settings. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.